Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00431201313, distal pilot 13 mm diameter 130 mm length, lot # unk, 00430104021, humeral head provisional 21 mm head height 40 mm spherical head diameter, lot # unk. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06391, 0001822565 - 2018 - 06393.

Event description:
It was reported that during a primary shoulder arthroplasty, the surgeon reamed the humerus with a 13 mm reamer, and inserted the distal and proximal trial bodies. When the surgeon attempted to remove these devices, he was unsuccessful, and they were left in situ, along with the trial head. Devices have not been removed to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.